Event description:
It was reported that, during a pulse generator change-out, the shock impedance was 135 ohms on the chronic electrode. The doctor repositioned the new pulse generator and now the high energy shock impedance is 144 ohms. The physician elected to leave the system implanted. There were no adverse patient effects.